Manufacturer narrative:
Physio-control further evaluated the power pcb assembly and verified the reported issue. It was determined that the cause of the reported issue was due to integrated circuit (ic), designator u2. U2 was inoperable.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The power pcb assembly was replaced to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.